Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Additional information about the event was requested, but not received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in the event description, evaluation found the complaint was confirmed and the bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. Also, evaluation found the bending section cover adhesive was chipped and cracked, the water removal ability did not meet the standard value due to clogging of the nozzle, the adhesive around the objective and light guide lenses had a white clouded area, the adhesive around the light guide lens was peeled, the scope cover was dented, the image had a dark area due to a scratch on the objective lens, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis lucera elite colonovideoscope malfunctioned. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.